Event description:
It was reported that on (B)(6) 2026, a 35 mm navitor vision valve was selected for implant using a large navitor loading system and a large flexnav delivery system. During the procedure, the valve was advanced to the annulus and deployed to 80%. At that time, valve depth measurements were approximately 3 mm on the non-coronary cusp (ncc) side of the annulus and 4 mm on the left-coronary cusp (lcc) side of the annulus. These measurements were verified using echocardiography at 80% deployment. The decision was made to proceed with full deployment. As the valve was fully released, the ncc side of the valve moved up to zero at the annulus. One tab remained attached to the delivery system. Techniques were used in an attempt to disengage the remaining tab. A period of approximately 4 minutes elapsed, during which the wire was advanced and withdrawn several times. The remaining tab was ultimately released after the delivery system was rotated 180 degrees away from the physician. After removal of the delivery system, the physician performed an angiogram to assess valve depth. The angiogram showed that the valve had migrated above the annulus. It was determined that the valve needed to be snared and repositioned into the ascending aorta. The physician successfully snared the valve without issue and pulled it upward so that the bottom of the stent frame was well above the stj and the top of the valve was below the great vessels. A second 35 mm navitor vision valve was prepared using a second large navitor loading system and a second large flexnav delivery system. The second valve was deployed to 80% and evaluated under fluoroscopy and echocardiography. Valve depth at that time measured 4 mm on both the ncc and lcc. The valve was then fully deployed without issue. Final assessment demonstrated a trace leak with a 4-mmhg gradient. The healthcare professional stated that they did not believe the patient experienced adverse health consequences due to the performance of the device. The patient status was reported as stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.